Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ii endoleak (persistent) of the lumbar artery, type ib endoleak of the right common iliac artery (persistent) and additional endovascular procedure complaints are confirmed. The aneurysm enlargement complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. The type ii endoleak is likely anatomy related. Device, user, procedure and anatomy relatedness of the type ib endoleak could not be determined; however, it was reported the type ib endoleak was caused by poor apposition. It is unclear what causes the poor apposition. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2022, with the implant of an alto abdominal stent graft system. It was reported on 24 october 2024, that a type ii endoleak (non-device related) was identified on (B)(6) 2022. The physician elected to monitor the patient. The routine follow-up on (B)(6) 2024, identified that the type ii endoleak (non-device related) continued to fill the aneurysm sac which created a type ib endoleak. Reintervention was performed on (B)(6) 2024 with the implant of an ovation ix iliac limb to treat the aneurysm enlargement and type ib endoleak. After deployment there appeared to still be a small leak; however, the physician thinks it will seal once patient came of heparin. The patient was in good condition post-reintervention. The type ii endoleak (non-device related) is reportedly going to be treated by intervention radiology in november.